Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which firings of the device did the event occur? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What is the lot number of the device? Is the device available to be returned? Where should the shipper kit be sent?

Event description:
The event occurred on the second or third firing. The was not fired across or near an existing staple line or clip. The forces to fire, close or open the device were not higher or lower than expected. The triggers and buttons automatically returned to their original (pre-fired) positions, without intervention. There were not any difficulty removing the device from the tissue. Lot number unknown. The device is not available for return.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was fired using green and gold cartridges with seam guard buttressing. With both cartridge firings, the device cut but did not staple on the patient side. The area was over sewed. The same device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).